Manufacturer narrative:
(B)(4). Concomitant medical products: 14-440041 7mm x 200mm cannulated drill 458010,  14-410002 bead tip gd wire 2.6mm x 80cm 148570, 14-440215 ankle locking nail 11 x 150mm 965750,  14-405026 ti-dble lead cort 5.0x26mm scr 523900,  14-405065 ti-dble lead cort 5.0x65mm scr 338270,  14-405034 ti-dble lead cort 5.0x34mm scr 581240,  14-405024 ti-dble lead cort 5.0x24mm scr 718290.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the radiographs show a slight angulation of the hardware. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient sustained mechanical breakage of nails in the post operative period. Attempts were made to gain more information. Post operative x rays notes angulation of hardware with valgus angulation of the ankle. However, no information was received.